Event description:
It was reported on (B)(6) 2015 that the patient is scheduled for a battery change for (B)(6) 2015. It was confirmed that the reason for replacement was battery depletion. On (B)(6) 2015, the re-implant card was received. The card states that the patient had a full revision due to neos=yes and lead discontinuity. The lead was discarded after surgery and will not be returned for analysis. During surgery, the physician did notice an area that he thought was causing the high lead impedance. He stated that he could see where the lead was compromised.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.